Manufacturer narrative:
Additional information added to d11 the report of a system error was confirmed in the pcu error log; however, testing failed to reproduce a system failure. Review of the pcu event log identified a combination of low respiratory and door open alarms, and the pca module being selected for a dose change, which occurred prior to the system failure. The infusion was started, and a low respiratory alarm occurring simultaneously was cleared. The system failure occurred immediately thereafter. The system malfunction error code 800.8000.0 (general os failure) occurred on (B)(6) 2019 at 7:58 am. During testing, the user¿s interactions with the system were repeated while performing infusions using the event pcu and laboratory test pump modules. Replication of the user¿s commands failed to produce a system failure. The root cause of the system failure code 800.8000.0 was not identified.

Event description:
It was reported that the device demonstrated a system error and shut off during use on a patient. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device demonstrated a system error and shut off during use on a patient. The customer further stated that there were no adverse effects caused to the patient from the event.